Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer states that their insulin pump failed to give them a no delivery alarm when they experienced high blood glucose. The patient's blood glucose level was 145 mg/dl at the time of the call. The customer stated that they issue was resolved with a complete infusion set change. The customer was informed to call the help line to trouble shoot if they experienced any future issues with their pump. The customer's insulin pump had no malfunctions during the time of the call and worked as designed. No further information was provided.